Manufacturer narrative:
An isi field service engineer (fse) contacted the customer site to further investigate the reported complaint. Fse confirmed that the customer resolved the reported issue by reconnecting the energy shield monitor (esm) to erbe generatir cables properly. The system was then retested, confirmed to be working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the onsite connectivity was not available at the time of event. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sp0089. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to persistent issue that was unable to be cleared. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure using a da vinci sp system, a yellow led was displayed on the neutral grounding pad for the energy shield monitor (esm). The customer rebooted the system but the issue persisted. The customer swapped out the neutral grounding pad with no change. The technical support engineer (tse) asked the customer to change instrument cables and instruments but the issue continued. The customer confirmed that they were using a dual contact ground pad. The customer hard rebooted the vision side cart (vsc) and repositioned the neutral grounding pad but still the issue persisted. The surgeon elected to convert the procedure to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.